Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: yes') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (tubal ligation). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: (B)(6) 2009: date(s) of insertion discrepancy noted she received treatment for migration, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: events abdominal pain, gen. Abnorm. Bleed, psych injury, migration added. Suspect drug coding was updated along with start and stop date. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: yes') and cerebrovascular accident ('stroke') in an adult female patient who had essure (ess205) (batch no. 620741) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included depression, anxiety, migraine, hypothyroidism, hyperlipidemia, headache, cerebral thrombosis and multiparous. Concomitant products included medroxyprogesterone acetate (depo provera) since 1998 to september 2007. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced device expulsion ("expulsion of essure device/ one coil fell out"). In (B)(6) 2006, the patient experienced pelvic pain ("physical pain/pelvic area"), abdominal pain ("abdominal pain/abdominal area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and vulvovaginal pain ("vaginal area pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), cerebrovascular accident (seriousness criterion medically significant), depression ("psych injury/ depression"), anxiety ("anxiety/ mental anguish"), migraine ("migraines / headaches") and fibromyalgia ("fibromyalgia"). The patient was treated with alprazolam (xanax), bupropion hydrochloride (wellbutrin), citalopram, duloxetine hydrochloride (cymbalta), loratadine (lortab), nsaids, oxitriptan (triptan), paracetamol (acetaminophen), sertraline hydrochloride (zoloft), topiramate (topamax), trazodone and surgery (tubal ligation). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the device dislocation, cerebrovascular accident, device expulsion, migraine, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased, vulvovaginal pain and fibromyalgia outcome was unknown, the pelvic pain, abdominal pain, vaginal haemorrhage and menorrhagia had resolved and the depression and anxiety had not resolved. The reporter considered abdominal pain, anxiety, cerebrovascular accident, depression, device dislocation, device expulsion, dysmenorrhoea, fatigue, fibromyalgia, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: (B)(6) 2009:date(s) of insertion discrepancy noted. She received treatment for migration, psych injury, right comua had 8 visible coils and the left had 8 visible coils. Concomitant drug includes soma discrepancy noted in removal of essure. I still have one coil inside that is causing me issues. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Lot number: 620741 manufacturing date: 2006/08 expiration date: 2008/07. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Outcome of event vaginal haemorrhage, menorrhagia were updated. Reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: yes') in an adult female patient who had essure (ess205) (batch no. 620741) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression, anxiety, migraine, hypothyroidism, hyperlipidemia, headache, cerebral thrombosis and multiparous. Concomitant products included medroxyprogesterone acetate (depo provera) since 1998 to (B)(6) 2007. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced device expulsion ("expulsion of essure device/ one coil fell out"). In (B)(6) 2006, the patient experienced pelvic pain ("physical pain/pelvic area"), abdominal pain ("abdominal pain/abdominal area "), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and vulvovaginal pain ("vaginal area pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), depression ("psych injury/ depression"), anxiety ("anxiety/ mental anguish") and migraine ("migraines / headaches"). The patient was treated with alprazolam (xanax), bupropion hydrochloride (wellbutrin), citalopram, duloxetine hydrochloride (cymbalta), loratadine (lortab), nsaids, oxitriptan (triptan), paracetamol (acetaminophen), sertraline hydrochloride (zoloft), topiramate (topamax), trazodone and surgery (tubal ligation). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the device dislocation, device expulsion, vaginal haemorrhage, menorrhagia, migraine, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased and vulvovaginal pain outcome was unknown, the pelvic pain and abdominal pain had resolved and the depression and anxiety had not resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, fatigue, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: (B)(6) 2009:date(s) of insertion discrepancy noted. She received treatment for migration, psych injury, right comua had 8 visible coils and the left had 8 visible coils. Concomitant drug includes soma. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 85 kgs. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record- vaginal hemorrhage, migraine. Lot number: 620741 manufacturing date: 2006/08 expiration date: 2008/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: yes') in an adult female patient who had essure (ess205) (batch no. 620741) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression, anxiety, migraine, hypothyroidism, hyperlipidemia, headache, cerebral thrombosis and multiparous. Concomitant products included caffeine;chlorzoxazone;paracetamol;thiamine disulfide (soma) from (B)(6) 2006 to (B)(6) 2008 and medroxyprogesterone acetate (depo provera) since 1998 to (B)(6) 2007. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced device expulsion ("expulsion of essure device/ one coil fell out"). In (B)(6) 2006, the patient experienced pelvic pain ("physical pain/pelvic area"), abdominal pain ("abdominal pain/abdominal area "), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and vulvovaginal pain ("vaginal area pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), depression ("psych injury/ depression"), anxiety ("anxiety/ mental anguish") and migraine ("migraines / headaches"). The patient was treated with alprazolam (xanax), bupropion hydrochloride (wellbutrin), citalopram, duloxetine hydrochloride (cymbalta), loratadine (lortab), nsaids, oxitriptan (triptan), paracetamol (acetaminophen), sertraline hydrochloride (zoloft), topiramate (topamax), trazodone and surgery (tubal ligation). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the device dislocation, device expulsion, vaginal haemorrhage, menorrhagia, migraine, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased and vulvovaginal pain outcome was unknown, the pelvic pain and abdominal pain had resolved and the depression and anxiety had not resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, fatigue, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: (B)(6) 2009:date(s) of insertion discrepancy noted. She received treatment for migration, psych injury, right comua had 8 visible coils and the left had 8 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 85 kgs. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record- vaginal hemorrhage, migraine. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Reporter information updated. Lot number added. New events: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), anxiety/ mental anguish, migraines / headaches, nausea, dysmenorrhea (cramping), expulsion of essure device/ one coil fell out, pain/ pelvic area, abdominal area pain, vaginal discharge, fatigue, weight gain, vaginal area pain were added. Treatment drugs, concomitant drugs and medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: yes') and cerebrovascular accident ('stroke') in an adult female patient who had essure (ess205) (batch no. 620741) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included depression, anxiety, migraine, hypothyroidism, hyperlipidemia, headache, cerebral thrombosis and multiparous. Concomitant products included medroxyprogesterone acetate (depo provera) since 1998 to (B)(6) 2007. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced device expulsion ("expulsion of essure device/ one coil fell out"). In (B)(6) 2006, the patient experienced pelvic pain ("physical pain/pelvic area"), abdominal pain ("abdominal pain/abdominal area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and vulvovaginal pain ("vaginal area pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), cerebrovascular accident (seriousness criterion medically significant), depression ("psych injury/ depression"), anxiety ("anxiety/ mental anguish"), migraine ("migraines / headaches") and fibromyalgia ("fibromyalgia"). The patient was treated with alprazolam (xanax), bupropion hydrochloride (wellbutrin), citalopram, duloxetine hydrochloride (cymbalta), loratadine (lortab), nsaids, oxitriptan (triptan), paracetamol (acetaminophen), sertraline hydrochloride (zoloft), topiramate (topamax), trazodone and surgery (tubal ligation). At the time of the report, the device dislocation, cerebrovascular accident, device expulsion, vaginal haemorrhage, menorrhagia, migraine, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased, vulvovaginal pain and fibromyalgia outcome was unknown, the pelvic pain and abdominal pain had resolved and the depression and anxiety had not resolved. The reporter considered abdominal pain, anxiety, cerebrovascular accident, depression, device dislocation, device expulsion, dysmenorrhoea, fatigue, fibromyalgia, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: (B)(6) 2009:date(s) of insertion discrepancy noted. She received treatment for migration, psych injury, right comua had 8 visible coils and the left had 8 visible coils. Concomitant drug includes soma discrepancy noted in removal of essure. I still have one coil inside that is causing me issues. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Lot number: 620741 manufacturing date: 2006/08 expiration date: 2008/07. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events added from pfs- fibromyalgia, stroke. Medical history were added. Onset date of treatment drug were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.